Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed edema localized on the left at the distal end of the lead, leading to inflammation and swelling in addition to experiencing a seizure. Corticosteroid therapy was administered, resulting in resolution of symptoms. Computed tomography (CT) imaging was conducted to further evaluate the condition. The patient is currently in stable condition.

Event description:
It was reported that two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed edema localized on the left at the distal end of the lead, leading to inflammation and swelling in addition to experiencing a seizure. Corticosteroid therapy was administered, resulting in resolution of symptoms. Computed tomography (CT) imaging was conducted to further evaluate the condition. The patient is currently in stable condition.

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025.

Manufacturer narrative:
Correction to supplemental report in block: b5.

Event description:
It was reported that approximately two weeks following a deep brain stimulation (dbs) implant procedure, the patient developed left-sided peri-lead edema localized at the distal end of the implanted lead. The edema was associated with inflammation and swelling. Corticosteroid therapy was initiated, resulting in resolution of symptoms. Computed tomography (CT) imaging was performed to further evaluate the condition. The patient is currently in stable condition. The dbs device remains active, and the patient continues to derive therapeutic benefit. Additional information was received that the peri-lead edema persisted for a duration ranging from one week to one month. Clinical improvement in symptoms was observed within 5 to 7 days following initiation of treatment.